Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open wounds and cutting into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the patient's garment for the skin irritation. Follow up indicated that the skin irritation improved.